Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the loudspeaker does not work. There was no reported patient involvement.

Manufacturer narrative:
The customer was sent replacement parts. The device was to be repaired and validated by the customer. The device remains at the customer site. Based on the information available, the cause of the reported problem was a speaker failure. The reported problem was confirmed by the customer. The customer was provided with replacement speaker parts. It has been concluded that no further action is required at this time. H3 other text : the customer was provided with replacement.